Event description:
It was reported that the lead impedance had increased since last follow-up. No noise was noted on the lead. Recommended to perform a chest x-ray. The lead will be monitored.

Manufacturer narrative:
Na